Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three weeks post implant the patient experienced palpitations. The right atrial (ra) lead exhibited possible intermittent oversensing on current and stored electrograms (egm). The ra lead remains in use. No further patient complications have been reported as a result of this event.